Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain that has increased over the last 2 years. It was also stated that cup placement was slightly vertical. Cobalt ion level is 6.7, chrome level is 4.7. No pseudotumor or visible metallosis. No relative comorbidities, no falls or traumas.

Manufacturer narrative:
(B)(4).

Event description:
Pinnacle litigation record received. Litigation alleges friction and wear between the cobalt-chromium metal head and cobalt-chromium metal ions in the blood and tissue. Plaintiff experienced severe pain, discomfort and inflammation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges no new information. After review of the medical records for reportability, the patient was revised to address metallosis secondary to metal on metal. Revision notes reported of tea-colored fluid, increased synovial fluid, some slight of metallosis at the trunnion head site. Clinical notes reported hip pain, increase cobalt ions levels, soft tissue reaction, and CT scan revealed enlarged lymph nodes. Revision of right total hip arthroplasty with tissue debridement on (B)(6) 2017 by the surgeon. Right hip synovitis tissue, femoral head and liner components were removed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.